Manufacturer narrative:
Product: nim4cm01 s/n: (B)(6). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Product number: nim4cpb1, serial/lot: (B)(6), UDI: (B)(4). H3: analysis verified channel will not read. It seems the customer dropped the device and there were loose parts inside. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product number: nim4cpb1, serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, user were unable to monitor one of the channels on an emg tube. Electrode check passed for both channels. User swapped emg tubes with no change. User then swapped whole nim consoles and was able to continue with surgery. There was no patient injury.

Manufacturer narrative:
Product:nim4cm01 s/n:(B)(6), h3: product analysis found no fault with the device. H6: previous codes b17, c20 and d16 are no longer applicable. Annex codes c19 and d20 are applicable to this product. Product number: nim4cpb1, serial/lot: (B)(6), UDI:(B)(4). H6: annex d/fdc code has been updated to d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.